Event description:
It was reported to boston scientific corporation that a percuflex biliary stent system was used during a stenting attempt in a (B)(6) old male patient on (B)(6), 2009. During the procedure the device would not advance any further than two centimeters from scope into the patient. The device and scope were withdrawn and the device was tested outside of the patient with the same result; the device would not advance any further than two centimeters from the distal end of the scope. The procedure was aborted with no reported patient complications.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).